Event description:
Right knee synovitis (granulomatous) [synovitis]. Case description; spontaneous report received on (B) (6) 2008 from the physician regarding a (B) (6) male patient with medical history of arthrosis, initial (B) (6). The patient received three intra-articular injections of synvisc, starting on (B) (6) 2008, administered one week apart. Synvisc was last administered prior to the reported event on (B) (6) 2008. On (B) (6) 2008, the patient experienced granulomatous synovitis of the right knee described as redness, pain and warmth which developed in 2-3 days. The c-reactive protein (crp) rose from 18 to 42 in 24 hours. The patient was afebrile. In (B) (6) (on an unspecified date) an articular puncture was done, the aspirate was not clear with 6500 white blood cells/microlitre. The culture was sterile for gram negative gems in 48 hours. Prior clinical assessment of infection and biology, arthroscopy was done with drainage in an emergency department and treatment with intravenous vancomycine and floxapen. Good clinical evolution and lowering of crp but still 15 on the (B) (6) 2008. The physician assessed the severity of the event as moderate. Treatment with synvisc was permanently stopped. The assessment of the physician regarding the relationship between the event and synvisc was pending. As of the date of receipt of this report the patient outcome was not yet recovered. Investigation result received on (B) (6) 2008: the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specifications conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.